Event description:
One endeavor sprint rx drug-eluting stent was implanted in the circumflex. The patient was on cox2 inhibitors. The patient presented when an acute myocardial infarction 6 days post stent implant. Another manufacturer's drug-eluting stent was placed inside the previously deployed endeavor stent. The patient is fine. No further information is available at this time.

Manufacturer narrative:
Evaluation code, results: myocardial infarction. Secondary intervention.